Event description:
It was reported that the patient experienced dizziness during a holter monitor test and reporting feeling like "pass(ing) out." The device ventricular tachycardia (vt) monitor feature was turned on. Subsequently, a remote monitoring transmission one month later showed that the vt monitor feature was now off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2003. (B)(4).